Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Complaint of volume of 29 milliliters left in reservoir with no alarm and ending four hours too soon was not confirmed. Device arrived in with physical condition with a crack noted on case. Three accuracy tests were performed and unable to confirm complaint, as the device was within specification of +/-6%. Event history log shows no signs of interfere during running mode. No fault found in investigation. Device passed all delivery and functional testing.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy testing - 8.05 %. Event occurred during testing and no patient involvement.